Event description:
It was reported that while surgeon was doing a primary total hip procedure on pt's right hip, while using the opening reamer, the reamer broke inside the pt's femur at one of the hash marks on the reamer and the broken piece was then stuck inside the femur. Surgeon had to create a window in the pt's femur to get the broken piece out and there was a delay of one hour and twenty minutes as a result of this .

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.